Event description:
Following placement of an rms metallic urinary stent on (B)(6) 2014 the patient's hydronephrosis was not relieved. Despite the proper placement of the stent, the stent is not draining, the stent has been implanted for three and a half months. The patient developed severe luts, an increase in urinary frequency and urgency and severe pack pain (also suffered this pain prior to stent placement due to a stricture). In two months all ultrasound reports indicate hydronephrosis and persistence of a stricture. The physician intends to remove the stent and replace with another.

Manufacturer narrative:
It is planned to remove the stent after 3.5 months as a result of the stent not draining. Although the rms stent did not malfunction the stent did not drain indicating a performance related issue. This stent removal is viewed as intervention as the intention behind removal is to preclude permanent impairment of the kidney function. This event meets the FDA MDR criteria of a 'serious injury' report. The (B)(4) device involved in this complaint was not returned for evaluation. Clinical review received indicated hydronephrosis, if left untreated, has the potential to lead to kidney injury and loss of kidney function. It was also noted that th erms stent was placed to attempt to relive the hydronephrosis and was not the initial cause of the hydronephrosis. The complaint was confirmed based the customers testimony of adverse events occurring as a result of the use of the rms device. A definitive cause for the customer's complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. A possible cause of this complaint may be attributed to patient anatomy. Resonance stent device are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. A warning of the instructions for use, ifu0020-14, advises the following: "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures". A final warning indicates that: "individual variations of interaction between stents and the urinary system are unpredictable". A review of the manufacturing records for (B)(4) revealed no discrepancies that could have contributed to this complaint. Prior to distribution, resonance stent devices are subjected to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook (B)(4). The physician intends to remove the rms stent and replace with another. Complaints of this nature will continue to be monitored for potential emerging trends.